Event description:
It was reported that within a couple months of implant, the lead was determined to be kinked. The physician attempted to reposition the lead, but the helix would no longer extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted, and the number of turns required to extend/retract the helix exceeds specifications. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead exhibited apparent explant damage.